Event description:
Home patient (hp) contacted baxter's technical service center for assistance during apd therapy. During this service call, the hp notified the tech that hp had experienced excruciating shoulder pain and fever following apd therapy a few nights before. Follow up with the hp by baxter's quality assurance revealed the hp did not visibly see air in the patient line prior to this incident. The hp reportedly noted this pain while hp was in the shower. Hp stated the pain was in the shoulder, down the arm and across the chest. Hp stated pain eventually dissipated. Hp did not contact the rn regarding the reported incident, thus no medical intervention provided.